Event description:
The customer states that: "the stand shuts off once in a while".

Manufacturer narrative:
(B)(4). The field service engineer troubleshoot the system and found that the power distribution unit was not supplying power. He replaced the "part number (B)(4) - assy power supply", which solved the problem.